Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine and bupivacaine, both of an unknown concentration and dose via an implantable infusion pump for lumbar radiculopathy and spinal pain. It was reported that the catheter had come out of the pump and the patient was screaming in pain which was unbearable. The patient had cancer. No further complications were expected or anticipated.